Event description:
It was reported that during an infusion of "a life saving drug" the pump repeatedly stopped infusing drug on its own. The patient was then transferred to ummc hospital where he expired. The drug was levophed having concentration 16mg/ 250 ml and infusing at rate of 30mcg/ min. Veteran was receiving vasopressor and IV infusions. The pump that was infusing the vasopressor continued to shut off. It was restarted a couple of times and it shut back off. However, the veteran had additional vasopressor infusions going. This did not impact the veterans care. Even though the pump malfunctioned, it did not impact the veterans outcome. Death was not contributed to the bd device.

Manufacturer narrative:
Correction to previously submitted supplemental MDR: it was determined through investigation of the returned devices that the initially reported suspect device is a concomitant. Please refer to manufacturer report number 2016493-2021-55498, which captured the correct suspect device per investigation report.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device s/n (B)(4) is a concomitant. S/n (B)(4).

Event description:
It was reported that during an infusion of "a life saving drug" the pump repeatedly stopped infusing drug on its own. The patient was then transferred to ummc hospital where he expired. The drug was levophed having concentration 16mg/ 250 ml and infusing at rate of 30mcg/ min. Veteran was receiving vasopressor and IV infusions. The pump that was infusing the vasopressor continued to shut off. It was restarted a couple of times and it shut back off. However, the veteran had additional vasopressor infusions going. This did not impact the veterans care. Even though the pump malfunctioned, it did not impact the veterans outcome. Death was not contributed to the bd device.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion of "a life saving drug" the pump repeatedly stopped infusing drug on its own. The patient was then transferred to (B)(6) hospital where he expired. Further event information has been requested from the customer but not yet received. The drug was levophed.